Event description:
It was reported that an ilet user called to perform a supply change and, while priming for drops, it was realized that the user had connected the infusion set to their body without instruction, with the fill reaching 25 units before disconnection. Blood glucose measured 176 mg/dl initially and 171 mg/dl on follow up, and insulin delivery was resumed after completing the supply change. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to performing fill tubing while the tubing was connected to their body. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.